Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of the atrial channel resulting in pacing inhibition. This patient was subsequently hospitalized this device remains in service and will continue to be monitored. No additional adverse patient effects were reported.